Manufacturer narrative:
Additional narrative: UDI: (B)(4). The lot was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name, and device manufacture date were unknown. The lot was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name, and device manufacture date were unknown. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that during an unknown procedure on an unknown date, it was observed that the ideal suture shuttle 45 degrees left device was not functioning properly. According to the report, the kite did not advance smoothly even on initial use and required tools to pull chia out through top or using pickups to force it through. It was reported that the distal tip of the chia, just above the kite, looked clunky and welded together, whereas it previously looked woven and pointed. It was further reported that the surgeon user could not pass it through the curve of the shaft when using arthroscopically. There were no adverse patient consequences reported. No additional information was provided.